Event description:
It was reported to philips that the device experienced a defib and charge/shock failure. The customer tried switching the therapy cable but the problem remained. There was no patient involvement.